Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose (bg) levels beginning around 11 p.m. The previous night, which escalated to a "hi" reading on her continuous glucose monitor (cgm) by 1 a.m., accompanied by an automated delivery restriction alarm from her omnipod device. She attempted to manage the situation by switching to manual mode, confirming the sensor reading with a fingerstick, and administering a correction dose. Despite these efforts, her bg remained elevated the following morning, prompting her to change her pod and seek medical attention at a local emergency room (ER) on (B)(6) 2025. At the ER, her bg was recorded at 319 mg/dl via fingerstick and 396 mg/dl via sensor. Upon removal of the pod, the cannula was found to be bent. The pod was worn longer than 48 hours on the arm.